Event description:
Device has no status indicator. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2017. The device was returned with a reported fault of ¿green status indicator not flashing¿. The green status indictor was observed flashing throughout the investigation and no measurable fault was identified on the device that would indicate an issue with the status led functionality. A failure mode of the reported nature may be attributed to multiple possible faults, such as a track fault on the membrane or a failure of a status led. Alternatively, a fault on the pcba, e.g. Failure of transistor q36 or q36 of the led drive circuitry, may result in one of the status leds failing to illuminate. Furthermore, a failure of u14 or its surrounding circuitry could alter the flash rate of the leds, resulting in issues such as a constant illuminated status led or no status led, as per the reported fault. However, the investigation was unable to identify a fault on any of these components or circuitries, therefore the reported issue could not be confirmed. The sam 500p performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours, and additional stress testing was carried out at 50°c 95%rh for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. The operation of the green status led was verified multiple times throughout stress testing and all measurements were retaken, with no fault identified. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device has no status indicator. There was no patient involved in this event.